Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In (B)(6) 2020, boston scientific implemented a design enhancement of our is-1 headers. The enhancement includes changes to the is-1 spring connector block and header bore to increase spring contact stability for improved mechanical/electrical performance, as well as to reduce the overall effort required to insert an is-1 terminal pin into the pulse generator (pg) header. This enhancement applies to all boston scientific pgs with is-1 connectors.

Event description:
Additional information was received that the device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that a few months after the right atrial (ra) lead replacement procedure, there was a lead safety switch (lss) on the right ventricular (rv) lead due to high out-of-range pacing impedance of greater than 2,000 ohms. There was no noise on the rv lead prior to the lss and lead values were relatively stable over the past year. Boston scientific technical services (ts) recommended bringing the patient in for further assessment and to reprogram the device back to bipolar. This product remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.

Event description:
It was reported that this pacemaker exhibited noise, oversensing, and high out-of-range pace impedance of greater than 2,000 ohms on the right atrial (ra) lead. Surgical intervention was performed to replace the ra lead. The ra lead was explanted. The pacemaker remains in service. No additional adverse patient effects were reported.